Event description:
Staff attempted to apply leads on pt monitor. Read "EKG pad off". Staff rechecked and reapplied new pads and checked connection without change in reading. Monitor pulled from service and sent to internal engineering dept. For evaluation. Follow up: pt. Cable ohmed out at less than 1 ohm. Monitor's impedance circuit checked o.k. Alarmed at less than 14 ohms and alarmed at greater than 250 ohms. Engineering discussed with manufacturer tech support. Pt's pad site may not have been prepped causing high impedance. (Staff did not retain "pad" set that failed). Did complete 180 day preventive maintenance and no problems found. Device returned to service.